Manufacturer narrative:
An internal investigation was preformed following the notification of a false positive cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p654 test kit (ref. 421912, lot 8041158403). A review of complaints associated with vitek® 2 ast-p654 test lot 8041158403 did not identify a trend for this card lot. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. No investigational testing could be performed. The vitek® 20 ast-p634 lot 8041158403 met final qc release criteria. The lot passed qc performance testing for the cefoxitin screen.see section h10.

Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen result for staphylococcus aureus in association with the vitek® 2 ast-p654 test kit (ref 421912, lot 8041158403). The customer performed alternative methods (pcr, (B)(6), and (B)(6) screening agar) and all alternative methods obtained negative results. There is no indication or report from the laboratory that the false positive cefoxitin screen result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.